Event description:
Patient had a battery replacement on (B)(6) 2024. He developed a pocket infection and the system was explanted on (B)(6) 2024. Once his infections clears and his body recovers, he will be re-implanted. Patient developed infection in the device pocket; device explanted to allow infection to resolve. Explanted device discarded. No further action planned.